Event description:
Patient contacted depuy stating they had a fracture of depuy duraloc series 52 mm od. Medical records and x-rays were obtained . Medical records indicate the patient suffered from pain and had a fracture of her stem at the metaphyseal layer.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Patient contacted depuy stating they had a fracture of depuy duraloc series 52 mm od . Medical records and x-rays were obtained . Medical records indicate the patient suffered from pain and had a fracture of her stem at the metaphyseal layer, and not a fracture of the duraloc series cup as reported originally by the patient. Doi: (B)(6) 2004 dor: no revision (left hip) the device associated with this report was not returned and is presumed yet implanted. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. A request for additional investigational inputs was made in accordance with wi-7915 appendix a. Medical records, including x-rays were obtained and a fracture of the femoral stem is confirmed. A root cause for the fracture was not determined. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.